Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power. There were no indications of an unexpected power loss in the data. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.